Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Reportedly, the physician planned to implant an aortic extender endoprosthesis just below the right renal artery, however, the device unintentionally covered the right renal artery upon deployment. As the right renal flow was marked to have decreased, the physician attempted cannulate the right renal artery by using a guide wire and a microcatheter, however, the microcatheter couldn't be advanced. The cannulation was aborted. The final angiography confirmed the renal flow persisting, therefore, the physician decided to monitor the patient without performing an additional treatment. The patient tolerated the procedure. The physician commented that he should have placed the proximal end of the device at lower position when initiating the deployment. According to the physician, the stent graft seemed to have ¿jumped up¿ proximally upon deployment. The event cause could be attributed to the highly angulated aortic neck. The angulation seemed to measure more than 90° on site. The physician considers a percutaneous transluminal renal angioplasty (ptra) would be needed if the patient notes deterioration of renal function in the future.

Manufacturer narrative:
H.6. Code c19: a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. The device remains implanted and is not available for analysis. Code : f28- was used to explain that the event is ongoing and the physician is monitoring the patient. The physician commented that he should have placed the proximal end of the device at lower position when initiating the deployment. According to the physician, the stent graft seemed to have ¿jumped up¿ proximally upon deployment. The event cause could be attributed to the highly angulated aortic neck. The angulation seemed to measure more than 90° on site. According to the instructions for use (IFU: additional considerations for patient selection include but are not limited to: patient¿s anatomical suitability for endovascular repair. The gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy: proximal aortic neck angulation = 60°. Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to device migration and occlusion of device or native vessel. Additionally, the IFU states: do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.